Manufacturer narrative:
Hamilton medical ag's reference number: (B)(4). Investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set, tubing and support, ventilator (with harness). Part number 260128 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification.

Event description:
It was reported to hamilton medical ag: "t1 circuit, lot number 202184. The circuit successfully passed all required safety checks at the beginning of the shift. However, upon attempting to connect it to a patient, the system repeatedly displayed the warning "exhalation obstructed."" Medical intervention was required, a new breathing circuit had to be attached and re-calibrated, which lead to delayed therapy for the patient. However, it was reported no harm to the patient, user or third party.